Event description:
It was reported that during a rotator cuff repair procedure using a firstpass suture passer, the device would not function properly. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.